Event description:
Smiths medical international ltd, has been notified of an event of where the user alleges the air leakage from cuff was found after two hours use. The tracheostomy tube was pretested. The tracheostomy tube was replaced. No adverse outcome.